Manufacturer narrative:
As of today, the medical device is not available for analysis. The analysis is therefore based on the inspection of the data returned for investigation. As determined in 2007, this device had an issue with the recording of the statistics due to an apparently not fully functional reed switch. It is reasonable to assume that the device did not update the tte due to this underlying issue. Based on the available data from 2007, the service time of the device (8 years) has now exceeded the projected service time (7 years 8 months). In addition to the current device and battery data, it is likely that the device is close to eri. Please note that an exact estimation of the remaining service time is not possible. Therefore, we would like to recommend to precautionary replace the device and to return it for analysis to biotronik, before the next fu, which is scheduled at the end of the 6 months eri margin. Of course, individual circumstances and medical judgement determine decisions about patient care and the frequency of follow-up sessions. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - this device has reached eri unexpectedly. On (B)(6) 2015 the device showed 7 years left and also at the follow-up on (B)(6) 2015. Battery impedance had increased from 2.5 to 2.7. The device is still implanted. There are no adverse patient effects that have been reported. Patient is a female, aged (B)(6).